Event description:
A labeling discrepancy exists for the choice floppy guidewire. This guidewire used during dilatation procedures involving the coronary arteries has a nominal diameter of 0.36mm/0.014 inches, but does not have this diameter over its entire length. The part introduced initially into the dilatation catheter is 0.38 mm/0.015 inches over about 775 mm. No information about this transition is given the product. With the dilatation catheters intended for a guide of 0.014 inches, this difference in diameter may present a problem for the surgeons using them.